Event description:
During chemotherapy infusion, the blue and clear plastic (side port-needless valve) came off. The set was replaced and no futher complications were reported. The sample was saved and will be returned. The product code is 9526a, lot 26171.g08.